Event description:
It was reported by service report that both power cord plugs had bent and loose prongs, and the bed had intermittent power. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: both power cord plugs had bent and loose prongs resulting in the bed having intermittent power.